Event description:
Pt involved in motor vehicle accident transferred with closed head injury, possible c-spinal injury, pneumothorax and fractures. Sedated and paralyzed secondary to combative behavior with intracranial pressure (icp) in the 40's. On propofol, fentanyl, versed and nimbex. Receiving mannitol for increased intracranial pressure and fluid boluses to admission pt started on thiopental. Continued difficulty in monitoring icps. Noted 20 point difference in labs vs I-stat co2. Made a no code and died in 10-00. Notified I-stat of discrepancy the following day.